Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 10 years and 11 months post the initial left total hip arthroplasty, the patient was revised due to loosening and subsidence. The stem was removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11 the following sections were corrected: h6 no device was returned for evaluation; radiograph images were provided; however, the reported event was unable to be confirmed. The review identified that there appears to be proximal radiolucency lines as well as bone density loss in zones 1 and 7, which could be potential indicators for loosening. There also appears to be a lack of bone apposition on the explanted femoral stem that is consistent with proximal stem loosening. The explanted femoral stem otherwise appears unremarkable. However, the loosening cannot be confirmed as there was no initial post-operative radiograph provided. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from femoral stem loosening, however the reported loosening and subsidence could not be confirmed based on the provided radiograph. Possible causes of the loosening could include patient-related factors, being implanted for over 10 years and/or any combination of these possibilities. However potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.